Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing problems with the implant and is unable to kneel.

Manufacturer narrative:
No devices or photographs were received for an investigation since the implant remains implanted in the patient; therefore, the condition of the components is unknown and an evaluation could not be performed. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.